Manufacturer narrative:
Device used for off label indication. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was "going out" and "breaking down." It was noted that the device did help their essential tremors. Additional information was requested but was not available at the time of this report.

Event description:
Follow up information reported that the patient met with their physician and x-rays were taken which were normal. The ins system was reported as working properly and the patient received adequate therapy. No programming or other interventions were performed. The patient had no concerns with the device therapy.